Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed an unknown error message on the user control panel was confirmed during functional testing and archive data review. Observe fault 8 (motor controller fault detected) error message during functional testing and archive data review. The root cause for the fault 8 was due to a defective drive train motor due to wear and tear. The autopulse platform was manufactured in 22 october 2014, and is over 5 years old. During visual inspection, the platform was observed with the encoder drive shaft exhibiting binding and resistance due to a sticky clutch. The root cause was due to wear and tear. In addition, head restraint wires were heavily frayed and front top cover have multiple cracks. The root cause is due user mishandling. These observations are not related to the reported event. During archive data review, multiple fault 8 (motor controller fault detected) error messages were observed. During functional testing, the autopulse platform displayed fault 8 after a few compression. Confirming the reported complaint. Motor controller's built-in fault detection system signals a fault. This could be indicated either the motor controller board or drive train motor was defective. The drive train motor needs to be replaced to remedy the fault 8. After replacing the drive train, clutch and top cover, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical records were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
During training and shift check, the autopulse platform (sn (B)(4)) displayed an unknown error messages. No patient involvement.